Event description:
Complainant alleges "we have been using the heparin flushing needle 18 gauge olive tips (manufacturer number: (B)(4)) consistently without issue. However, following our recent purchase of additional units, several doctors have reported that the needles are snapping in half during procedures. This is a significant concern as the previous batch did not present any such problems, and it is impacting clinical operations."

Manufacturer narrative:
We are in process of trying to get the device returned for evaluation. The investigation is ongoing. Once additional relevant information is identified, it will be submitted in a supplemental report.

Manufacturer narrative:
The device was not returned for evaluation and no pictures were provided of the broken device. The lot information we were given does not match any lot we have produced, so we were also unable to confirm the lot number. We received no additional information despite repeated attempts. The complaint could not be confirmed and no root cause was determined. If any additional relevant information is identified, it will be submitted in a supplemental report.